Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device keypad failed due to fluid ingress. There was no patient involvement.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states," fluid damaging the traces on the front keypad bezel of the infusion pump. We are seeing numerous failures of the keypad on the new 8015 pcu's. In fact, this one is one month old and has failed. We haven't found where the fluid is getting in but, all we can think of is the bottom under the battery at the 2 red screws attach the bezel to the case."

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states," fluid damaging the traces on the front keypad bezel of the infusion pump. We are seeing numerous failures of the keypad on the new 8015 pcu's. In fact, this one is one month old and has failed. We haven't found where the fluid is getting in but, all we can think of is the bottom under the battery at the 2 red screws attach the bezel to the case."

Manufacturer narrative:
Electrical failure - design. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. The device is used for treatment purposes. The photos attached exhibited the presence of fluid ingress damage on the keypad tail traces. H3 other text : no product returned.